Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). There is no allegation related to the bard/davol ventralex and ventralight st. Addendum: the attorney provided update with identity of devices claimed being bard mesh and perfix plug, this supplemental emdr was submitted to report the updated product type. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh(device #1), an unspecified bard/davol marlex mesh(device #2), an unspecified bard/davol ventralex, or an unspecified bard/davol ventralight st on (B)(6) 1997 or (B)(6) 2005. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the marlex mesh(device #2), and underwent revision surgery on 06/15/2005. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh(device #1) and the marlex mesh(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: an amended legal claim was received, which stated that the patient underwent implant of an unspecified bard/davol perfix plug, ventralex, bard mesh and ventralight st on (B)(6) 1997 and /or (B)(6) 2005. Attorney provided update with identity of devices claimed being bard mesh and perfix plug. It is alleged that the patient had subsequent surgical intervention due to the marlex mesh (flat mesh) on (B)(6) 2005 and the device is defective. As reported, the attorney alleges general allegations against both devices for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). There is no allegation related to the bard/davol ventralex and ventralight st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1), an unspecified bard/davol marlex mesh (device #2), an unspecified bard/davol ventralex, or an unspecified bard/davol ventralight st on (B)(6) 1997 or (B)(6) 2005. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the marlex mesh (device #2), and underwent revision surgery on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and the marlex mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."